Event description:
Cardiac cath revealed right cad amendable to angioplasty/stenting. During angioplasty of right coronary artery, there was a fracture in the wire which perforated out into the pericardium and into the right atrium requiring emergent surgery.